Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple arterial air alarms occurred during rinseback of a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed in a timely manner leading to clotting of the circuit and an estimated blood loss of 190cc. No medical intervention is required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The cycler has been returned and is currently under evaluation. The exact cause of the air alarms is unknown. Occasional alarms during hemodialysis are expected and should not result in a blood loss if device labeling is followed. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.